Event description:
It was noted that the lead exhibited impedance of less than 100 ohms and loss of capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.